Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. Endovascular therapy (evt) was performed to treat stenosis in the left superficial femoral artery (sfa) by puncturing the right common femoral artery. After the procedure, the angio-seal vip (6 fr) was used to achieve hemostasis. The angio-seal was used as usual; however, the anchor was not placed and came back into the sheath, shuttling occurred. This resulted in the anchor and sponge being unable to firmly sandwich the arteriotomy. The entire device was removed from the patient. Manual compression was immediately applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There has been no health hazard to the patient thus far. The estimated blood loss was less than 250cc. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.